Event description:
Boston scientific received information that during a routine pulse generator change out procedure, this implantable lead was broken inside the pulse generator header. The lead was capped and a new lead was implanted. There were no adverse patient effects. There had been no clinical observations reported while the lead was in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.